Event description:
It was reported that following a fall, the pt experienced no stimulation even though the programmer indicated stimulation was on. Stimulation fluctuated between on and off. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).